Manufacturer narrative:
(B)(4). M89 will capture that a flow rate test was performed. The device was found to flow within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was not flowing while connected to a patient. The device was filled with 3050mg of fluorouracil in 0.9% sodium chloride.

Manufacturer narrative:
(B)(4). ¿there was no patient injury or medical intervention associated with this event. No additional information is available.¿ this lot was manufactured january 27, 2015 to january 28, 2015. The device was returned for evaluation. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was performed, and the device flowed normally without any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.